Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the atrial leadless pacemaker was unable to be released from the catheter. The physician attempted to redock the device but was unsuccessful. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of separation failure and connection problem were not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.